Event description:
It was reported that the ventilator oxygen (o2) reads 100 percent despite being set to 21 percent. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
Date of report: 15oct2018. Date of manufacturer: 02oct2018. The oxygen valve solenoid assembly was returned to philips. Unknown debris was identified and was observed to be wedged between the orifice body and seal inside of the solenoid; causing the oxygen accuracy test to fail.